Manufacturer narrative:
The pump was returned for investigation. A visual inspection found the plunger case and bottom case with tamper seal removed. No physical damage was noted. A review of the error history log found base hardware failure code. Power up testing was able to duplicate the problem. The cause of the problem was identified as an interconnect board problem. A device history review (DHR) found no causes or potential causes to the reported problem. A corrective and preventive action (CAPA) was opened.

Event description:
It was reported that the pump had multiple base hardware failure alarms. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08275 is no longer considered reportable, please disregard any MDR reports associated with it."